Event description:
The event is reported as: alleged issue: the long pin has come out of the gauge. No pt injury reported.

Manufacturer narrative:
DHR review showed no issues with this lot number: visual examination of device confirmed the pin is missing from the assembly. No add'l tests were performed as part of this complaint investigation. No corrective actions were taken as this was an isolated incident and device is over 15 years old. There is no conclusion code that matches. The complaint is confirmed but the cause is unk.